Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient was experiencing ineffective stimulation due to the leads migrating and pain at the ipg site. Surgical intervention took place on (B)(6) 2024 wherein the leads were repositioned and the ipg was replaced. Effective therapy was restored.